Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The pump malfunction was resolved after cts provided reset information and assisted the caller with resetting the pump. The customer was informed to continue using the pump and to call back if any malfunction code recurs, which they understood.